Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 22mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.